Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2021 with blood glucose level was 1.5mmol/l. Customer had car accident. The current blood glucose value was 11.3 mmol/l. Customer had been not using insulin pump system within 48 hours of reported low blood glucose event. Customer was using auto mode at the time of low blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Date of event information has been updated with this report and also updated in summary narrative.

Event description:
Incident date is (B)(6) 2021. Customer had used the insulin pump at the time of the incident.

Manufacturer narrative:
Retainer ring = black. Customer returned device for an alleged car accident/hospitalized for low bgs found on (B)(6) 2021. The device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08635 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.1 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. The device passed all the required testing. Unable to verify customer alleged for low bgs. The force sensor is within specification and the motor functioning properly.